Event description:
Device lights were flashing off and on, there was no display, and the device posted a constant solid alarm.======================manufacturer response for ventilator, 840 (per site reporter)======================manufacturer representative is coming in to look at the device.